Event description:
It was reported that the cartridge was leaking from the unspecified are. Additional information was not received. The customer declined further follow up from tandem technical support. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.